Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty loading the cartridges onto the pump due to them getting stuck or jammed. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer's pump was out of warranty, and customer did not provide any further information.